Event description:
It was reported via sales that a patient with an implanted edwards aortic bioprosthetic valve was diagnosed with severe aortic stenosis after an implant duration of approximately 7 years, and therefore underwent an implant of a transcatheter heart valve inside the previously implanted subject valve (valve in valve procedure). Procedure report indicates, " a (B)(6) female status post aortic valve replacement in 2006, who developed prosthetic aortic valve stenosis. The patient is at high risk for open surgery due to her comorbid conditions including copd, age, and peripheral vascular disease." Procedure details indicates no complications.

Manufacturer narrative:
The subject device has not been returned for evaluation as it remains implanted in the patient (valve in valve). Implantation of a transcatheter heart valve inside a degenerated one is a less invasive procedure to treat valvular disease. Stenosis of bioprosthetic valves can be a manifestation of structural valve degeneration and/or non structural dysfunction, where contributing factors can be patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. There has been no information to suggest a device quality deficiency that may have caused or contributed to this event.